Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. The shaft polymer extrusion was noted to be kinked at approximately the guidewire port. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8atm for 15 seconds. The procedure was completed with a different device. No patient complications were reported.